Manufacturer narrative:
MFR received date: 04 sep 2019. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 10jul2019. Date of this report: 07aug2019 the manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
There is a touch screen failure. There was no patient involvement.